Manufacturer narrative:
D4: unique identifier (UDI) #: the serial number (21) is unknown, therefore, the UDI number only will contain the device identifier (01). The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump had an issue while performing a flow accuracy test. The pump in the intensive care unit (ICU) was not working correctly and was not producing enough pressure to flow at the rate that was set by the pump. This occurred during unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.